Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. As the device was disposed of at the explanting facility, additional evaluation and investigation was not able to be performed on the device. As this is the case, no definitive root cause was able to be determined for the alleged issue. Per the instructions for use of the device, infection is a possible risk associated with the programmable implantable pump. (B)(4).

Event description:
Sales representative contacted technical solutions in order to report a pump explant due to an infection. Representative stated that the device was disposed of at the facility. Representative stated that the cause of the infection was unknown.